Event description:
Patient was revised to address aseptic loosening of the cup. Update: 7/20/2011 - litigation papers were received. Litigation papers allege potential cobalt and/or chromium poisoning and pain. It is further alleged the patient was injured by excessive levels of chromium and cobalt. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.